Manufacturer narrative:
Talar component and sliding core were both downsized. Review of device history records showed no anomalies.

Event description:
Patient had star sliding core bearing and talar component revised.